Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose levels were 42 mg/dl, 200 mg/dl, 299 mg/dl. Customer treated with carbohydrates for low blood glucose. Customer stated parameters were entered correctly. Customer reported the food bolus was incorrect. Customer declined troubleshooting for low and high blood glucose. The device will not be returned for analysis.